Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was multisystem organ failure (msof).

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (multisystem organ failure and patient expiration) cannot be conclusively determined through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2018. On (B)(6) 2022 the patient passed away due to multisystem organ failure. The patient outcome was not considered to be device-related and (B)(6), was reported to have been operating as intended. (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists multiple forms of organ failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.